Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that for 6 weeks, the insertion site was inflamed, painful, slimy with wound fluid, had a round red edge, and had a fibroma for 6 weeks. The patient was treated with an unspecified antibiotic and the fibroma was treated with topical silver nitrate.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 11 may 2020: it was reported that on an unknown date since a few weeks, the patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa, which was detected on the insertion site exudate culture. Around (B)(6) 2020, the patient had been treated with antibiotics.